Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Physical evaluation of the device found the device in good condition with no physical damage found on the pump. There were no previous repairs to the device. It was found that the sensor seal was cracked, and the primary problem was confirmed. The sensor seal would be replaced.

Event description:
It was reported that the sensor seal is cracked. There was no patient involvement.